Event description:
It was reported a clinical study, patient had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Four days post procedure, the patient presented with retrograde ejaculation, onset date (B)(6) 2012; continuing as of (B)(6) 2013. Patient described symptoms of blood clots in urine, pain lower abdomen and dysuria, onset date (B)(6) 2012; resolved (B)(6) 2012. No further information was available.